Event description:
The sales rep reported a hip revision surgery after pt fell out of bed and fractured her proximal femur. During the surgery the surgeon removed and replaced an omni stem, omni neck and omni head.

Manufacturer narrative:
Eval summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket info to confirm the lot numbers of the product reported. Based on the info provided, a review of mfg and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. There was no report of defect or failure to meet, identity, quality, durability, reliability, safety, effectiveness, or performance of the device.